Event description:
A male individual swallowed the entire oral swab stick. It was removed via endoscopy.

Manufacturer narrative:
On (B)(6) 2011, oral care was being performed on a home bound pt. The swab stick was in his mouth and the caregivers turned away for a moment. He apparently inhaled, coughed and then swallowed the entire swab which is approximately 6-7 inches in length. He was taken to the hospital and the swab stick could not be located. He was sent home. He later developed pneumonia and an ear infection which was successfully treated with antibiotics. He was evaluated a second time in the hospital setting but the swab was not found. Almost a month after the initial incident, the mother took him to a gastroenterologist who performed an endoscopy. The swab stick was found lodged in the small intestine. It was removed without further incident. The root cause for this incident is user error. No corrective action is indicated.